Manufacturer narrative:
UDI: (B)(4). The lot number was previously reported as the serial number. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A lot number has been provided. Upon review of the manufacturing records, a follow-up report will be submitted.

Event description:
As reported, the surgeon stated that the peritoneal catheter was found leaking when the catheter was connected to the shunt during surgery. The surgeon changed catheter to resolve the issue. There was no surgical delays. The catheter was disposed of and will not be returned for evaluation.